Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) was returned to the distributor, and was unable to be evaluated due to a biohazard condition. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Manufacture dates: monitor 4/1/2013. Electrode belt 11/5/2014.

Event description:
On 11/4/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. It was reported that the patient was not wearing the lifevest at the time of passing. Review of the download data, indicates the patient experienced an inappropriate defibrillation event consisting of three shocks on (B)(6) 2018. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The response buttons were pressed during the event but not during the treatment sequences that resulted in the defibrillation shocks. The response buttons functioned appropriately. The patient was in bradycardia at 30 bpm following the treatment, and the lifevest was deactivated. The patient subsequently passed away on (B)(6) 2018, while not wearing the lifevest.